Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit gave a solid white / blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to display anomaly. Bleeding lcd display was noted during visual inspection. Solid white screen was due to broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to download history files and traces using thus due to display anomaly. The following cosmetic damages were noted: cracked glass, scratched case, missing display window/cover, keypad overlay texture damage, cracked keypad overlay, serial number label missing, battery tube threads - cracked, cracked case (battery tube) and partially broken retainer. In conclusion unit received with unexpected blank white solid screen due to broken traces on lcd between controller and image area due to impact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was totally damaged due to vehicular accident and screen was also damaged. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-332a, mmt-1884, mmt-242a. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-7040a. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-242a.